Event description:
It was reported that the patient's blood glucose levels reached 412 mg/dl while wearing the pod between 4 and 24 hours on the leg. Patient reported the infusion site was bleeding and the pod was leaking insulin. As treatment, pod was removed and a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Leak testing showed a tear on the internal portion of the soft cannula 0.407 inches from the soft cannula nailhead. This tear prevented the flow of fluid through the complete fluid path. Though a tear was found in the unexposed portion of the soft cannula, the environmental seal prevents internal fluid from leaking external. Due to the damage to the internal soft cannula, the external portion of the soft cannula could not be fully tested. The cause of the reported event could not be conclusively determined. The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Leak testing showed a tear on the internal portion of the soft cannula 0.407 inches from the soft cannula nailhead. This tear prevented the flow of fluid through the complete fluid path. Though a tear was found in the unexposed portion of the soft cannula, the environmental seal prevents internal fluid from leaking external. Due to the damage to the internal soft cannula, the external portion of the soft cannula could not be fully tested. The cause of the reported event could not be conclusively determined. The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 412 mg/dl while wearing the pod between 4 and 24 hours on the leg. Patient reported the infusion site was bleeding and the pod was leaking insulin. As treatment, pod was removed and a new pod was applied.